Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with an infection in the device pocket. The system was explanted and replaced. Bacteriological test was negative and a chest x-ray was normal. No other patient symptoms were reported.